Event description:
During a coronary artery drug eluting stenting treatment procedure, complete shaft fracture occurred. The lesion being treated was severely calcified, 80% stenotic lesion in a moderately tortuous left anterior descending artery (lad). After predilation with a 2.5 x 20 mm balloon the physician attempted reach the lesion with a taxus express2 3.0 x 12 mm drug eluting stent. However, the physician was unable to deploy the stent. Upon removal the physician noticed the shaft fractured into two pieces. The fractured catheter was removed from the pt's body without any complications. The procedure was successfully completed with a vision stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".